Event description:
Revision surgery- the pt lost their range of motion.

Manufacturer narrative:
The reason for this revision surgery was to remedy limited range of motion. There is no info in this complaint about any pt injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product report history shows this is the (B)(4) complaint for this part number (B)(4). The root cause was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.